Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one day post implant that the right ventricular (rv) lead dislodged as it was too short. The rv lead was replaced. No patient complications have been reported as a result of this event.